Event description:
It was reported that the patient passed away on (B)(6) 2022. They were found unresponsive at home. Whether the outcome was device or therapy related was unknown.

Manufacturer narrative:
Main investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was unknown if the event was device related or if the device operated as expected. The device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.